Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
The defroster will not defrost. (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 1999. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on (B)(6) 2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's inlet tube assembly was blocked and consistent with the problem description on the complaint. Root cause: the root cause of this issue has been attributed to wear and tear being in service for so long. The reason for the blockage was not determined but probably build up over the years or from a particulate that got lodged inside. Correction and/or corrective action the unit was not repaired as it is an obsolete design no longer supported by csi. It was returned as-is to the customer. Review and closure: fault code: no fault . Failure code: wear and tear . Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The defroster will not defrost. Order: (B)(4). E-complaint (B)(4).